Manufacturer narrative:
H6. Health effect - impact code updated from f12 to f11. H6. Medical device problem code added. H6. Health effect - clinical code e0518 removed.

Manufacturer narrative:
B2 required intervention was selected on the initial report and should have been other serious. Section d1 brand name corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via right axillary artery in a 54 year old male who was admitted for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. On day 7 of support, while in the intensive care unit, puffiness and a hematoma was observed at the right axillary insertion site. The site remained stable. Vascular injury is a known potential adverse event of the impella 5.5 per the instructions for use.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.